Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-02809. The patient was implanted with an scs system. On (B)(6) 2011, it was reported that the patient had lost stimulation and it could not be recaptured via reprogramming. An x-ray showed that one lead had migrated. The patient also stated that the ipg was difficult to charge and uncomfortable. The lead and ipg were explanted and replaced on (B)(6) 2011. Effective stimulation was captured postoperative. No further patient complications were reported. The explanted products were not released by the facility; therefore, they will not be returned to the manufacturer for analysis.